Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was dropped and the keypad is no longer responding. Customer stated that the insulin pump was cracked on the bottom near the bartters and buttons did not always work. Customer's blood glucose reading at the time of the call was 300 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. The device had cracked end cap, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.